Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device has not been reviewed since the lot number was not provided. Olympus only ships products manufactured according to all applicable procedures and meet final product release criteria. The distal cover involved in the reported event was not returned, and not available for evaluation. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the tip of the scope coming into strong contact with the mucous membrane, although there was no abnormality in the device.

Manufacturer narrative:
This report is being updated to report additional investigation findings. As part of the corrective and preventative action activities, a replication test was conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on medwatch # 2951238 - 2021 - 00355.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure using a single use distal cover, the patient experienced a deep (into the cardia) tear at the gastroesophageal (g/e) junction. The procedure was complicated by tight duodenal strictures and a schatzki ring that were identified when the physician first tried to pass the duodenoscope and realized the patient would require a dilation and sphincterotomy to be able to continue with the ercp. The duodenoscope was withdrawn, and a regular scope was passed to perform the dilation and sphincterotomy. This was completed and the duodenoscope was then reintroduced. When advancing the duodenoscope through the g/e junction, bleeding was noted in the stomach. The ercp and stone removal was completed with some difficulty due to the angle of duodenoscope not being ideal related to the duodenal stricture. The patient was discharged home. The patient presented to the emergency room (ER) later that same night and was found to be hypotensive. A repeat unspecified scope procedure revealed a bleeding, deep (into the cardia) tear at the g/e junction. This was clipped and the bleeding stopped. The patient remained in the hospital for 2 days, and received 4 units of blood. The patient is currently fine with no further issue. The physician stated there are many possibilities for the source of bleeding including the dilation, sphincterotomy, repeated instrumentation or difficulty traversing the stricture and resulting scope angle. The physician also stated there was no noted abnormality in the appearance of the scope tip/cap prior to or after the procedure.